Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4; batch # z7012x. Investigation summary : the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with a clip in the jaws and with no apparent damage. In an attempt to replicate the reported incident, the instrument was cycled and it fed and formed seven (7) conforming clips; then was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. The device was disassembled to evaluate the condition of the internal components, the latch and the latch post were found damaged which suggest that a lockout premature occurred and the clip track was found damaged, not allowing the clips to fed into the jaws. In addition, four (4) clips were found remaining inside the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review: a manufacturing record evaluation was performed for the finished device batch z7012x number, and no non-conformances were identified.

Event description:
It was reported that during a mini bypass surgery, an er320 endo-clip was opened before the nurse handed the device to the surgeon, she fired it once to get a pin out and noticed that it came out crooked and did not close all the way. The nurse fired another pin and it also came out crooked and did not close all the way. The surgeon did not use the device and it was not inserted into a patient. A new device was opened and the surgery continued as planned. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 12/9/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Did device drop or eject clips? Yes 2. Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc )? Yes, malformed clips 3. Did the clip not hold on the vessel or tissue once placed? It wasn¿t inserted to the patient's body 4. Was the device on a vessel/artery when it would not open? It wasn¿t inserted to the patient's body 5. If yes, how was the device removed? (Cut off, forced open) 6. If the device was cut off, was there any damage to the vessel/tissue? No 7. Was there a patient consequence? If yes, how was the issue addressed? No 8. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.